Manufacturer narrative:
The device evaluation is underway; results will be reported when the evaluation is completed.

Event description:
Reported possible free-flow incident. Pt was female; no injury reported. Cefepime/sodium chloride solution/medicine for upset stomach was being infused. Was set up as a piggyback. The pump was programmed for 30 minutes. Within six minutes, the whole bottle was injected. Pump has not been used since incident.